Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that they were unable to close the drawer properly. A field service engineer (fse) fixed the problem with the cubie by opening it up and switching it. The customer conducted an inventory count and found no other problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was unable to close properly. The customer reported that the malfunction occurred while the user trying to issue medication, resulted delay in patient care. There were no adverse events or injuries reported based on this incident.